Event description:
Reference number (B)(4). Event occurred in colombia. On 14-october-2024, it was reported by the patient that two infusion set tube was detached after 16 hours of use at the time of swimming. Infusion set was detached from site. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. E1: patient city: (B)(6), patient country: colombia.